Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion 7f; stent: xience xpedition 3.0 x 18mm. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint, a query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, concentric, non-tortuous, 90% stenosed proximal left anterior descending artery. After pre-dilatation was performed a 3.0 x 18 mm xience xpedition stent was implanted. Further dilatation of the proximal edge of the deployed stent was performed with the 3.5x8 mm nc trek balloon catheter. The balloon was inflated at 16 atmospheres (atm) for a first time, 18 atm for the second time, on the third inflation to 18 atm the balloon ruptured. There was no resistance felt during advancement of the balloon catheter to the lesion. A new nc trek balloon was used to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.